Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00269. D6b: exact explant date unknown - (B)(6) 2023. H6: proposed component code - mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision approximately nine (9) months ago to receive a comprehensive vrs pmi device due to unknown reasons. Attempts have been made and no further information has been provided.